Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 12mm long starting at the proximal marker band. There was no marker band damage detected.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was good. It was further reported that the balloon was ruptured during first inflation at nominal pressure and was completely removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was good. It was further reported that the balloon was ruptured during first inflation at nominal pressure and was completely removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was good.